Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The reported unexpected medical intervention was a result of case specific circumstance as two additional clips were implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a single leaflet device attachment (slda). It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed anterior leaflet. It was noted that after deployment of the first clip, the first clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Two additional clips were implanted to stabilize the slda clip. The procedure was concluded with a resulting mr of grade 2. There was no clinically significant delay in the procedure. No additional information was provided.